Manufacturer narrative:
The patient side manipulator (psm) arm was returned to intuitive surgical, inc. (Isi) for evaluation. Failure analysis investigation found that the arm failed the in-house slow sweep test. The arm was upgraded with new brakes, brake gears, brake bearings and brake shafts.

Event description:
During the preventative maintenance of the da vinci surgical system by the intuitive surgical inc. (Isi) field service engineer (fse), discovered that the patient side manipulator (psm) had failed the slow sweep test. The psm is an instrument arm located on the patient side cart that provides the sterile interface for the endowrist instruments. The system was repaired by replacing the affected psm. During internal failure analysis investigation, the patient side manipulator (psm) arm failed the slow sweep test. Although this failure was found during in-house testing, and had no patient involvement, if this malfunction were to recur during a surgical procedure, it could likely cause or contribute to an adverse event.